Event description:
It was reported that the presented during generator exchange procedure. Interrogation noted that the right ventricular lead exhibited high capture threshold. The reported lead was capped and replaced on (B)(6) 2024. There were no patient consequences.